Event description:
It was reported that a spectrum pump over infused. The event happened during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Functional flow accuracy testing could not be performed due to a constant reload set error and the customer reported condition could not be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation to determine the cause of the condition could not be performed. A flow accuracy calibration is required to correct the issue. During evaluation the device had a delayed keypad response. The cause was identified to be failed processor printed circuit board (pcb). The processor pcb requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.